Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -17.0/+2.0/080 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. The surgeon reports refractive surprise and blurred vision. Reportedly, the lens remains implanted.